Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 1559 lead implanted: 2001-(B)(6), 1488 lead implanted: 2002-(B)(6), (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The clinician attempted to reprogram the left ventricular (lv) lead, but was unable to resolve the stim with reprogramming. It was recommended to program the lead off. The lead remains implanted. No further patient complications have been reported as a result of this event.